Event description:
A company representative reported that during a retinal surgery, the fluid/air exchange worked perfectly, leaving gas sulfur hexafluoride (sf6) in the eye. The laser was applied afterwards without any problem. However, when trying to change the screen to perform the injection of silicone and flatten the retina, two system messages were displayed, the supervisor failed and the system stopped. This happened near the end of the surgery and the fact that the system stopped, produced a small hypotonia to the patient. The silicone had to be manually injected to complete the procedure. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The module supervisor printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).